Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: DHR review part number: 314.115, lot number: 4843650, release to warehouse date: september 9, 2004, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2015, a surgeon was doing radial osteotomy, and instructed the scrub to grab stardrive screwdriver and it broke in the scrubs hand. The screwdriver was already cracked in the set, when scrub picked it up the handle split in two transversely. The break occurred at the bolt on the screwdriver. The device was never in contact with patient. There was no surgical delay; another screwdriver was readily available. No fragments were generated, it broke in two. (B)(6) confirmed he does not have any additional information. There was no harm to the patient. The procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). A product investigation was completed: the returned t15 stardrive was examined and the complaint condition was able to be confirmed as the retuned driver was received with a broken handle. The distal third of the handle broke at the cross-pin but remained on the driver shaft; additional cracks are noted throughout the handle. No definitive root cause was able to be determined however the complaint condition is typically associated wear/tear and degradation of the handle material as the result of repeated sterilization cycles. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.